Manufacturer narrative:
Investigation: customer reported leakage above the pump, and returned the affected sample. Sample is clearly separated at the inlet of the first smart site. Microscopic analysis found that there was shallow insertion depth based on the solvent residue on the tubing. Complaint of leakage is verified and the root cause is shallow insertion depth of tubing. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer.

Event description:
It was reported that vancomycin leaked from the as lvp 20d dehp 3ss cv access port. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "event #1 it was reported that vancomycin leaked at access port above pump." "Vancomycin leaking at access port above pump."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported leakage above the pump, and returned the affected sample. Sample is clearly separated at the inlet of the first smart site. Microscopic analysis found that there was shallow insertion depth based on the solvent residue on the tubing. Complaint of leakage is verified and the root cause is shallow insertion depth of tubing. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: complaint of leakage is verified. Root cause description: the root cause is shallow insertion depth of tubing. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that vancomycin leaked from the as lvp 20d dehp 3ss cv access port. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "event #1 it was reported that vancomycin leaked at access port above pump." "Vancomycin leaking at access port above pump".